Event description:
During acl reconstruction in 2001. Washerloc cancellous screw reportedly fractured upon attempted insertion. Surgeon elected not to remove fractured portion of screw and to insert fixation staples.